Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h1, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer fse evaluated the unit and found the unit was depleted of he and not charging batteries on initial inspection the fse states the unit was not completely seated in the cart after seating the unit completely all issue were resolved unit passed all functional and safety tests per factory specifications. Based on the evaluation results provided by the field service engineer the issue was resolved by reseating the unit however since no part was replaced or returned for evaluation the root cause could not be determined. Rc some users may not recognize that the cardiosave console is not fully inserted into the hospital cart even though there are redundant indicators on both the keypad and waveform display because there is no direct indication on the waveform display linking the battery status and the battery in use message to the docking status.

Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that cardiosave intra aortic balloon pump (iabp) had low battery message and helium error.there were no patient harm or injury was reported.